Event description:
An impella 5.5 device was inserted into the right axillary artery in a 57-year-old male patient presenting in cardiomyopathy in scai stage c shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient started experiencing hematuria. The p-level was weaned down, and an echocardiogram was performed. The pump position was confirmed to be in a good position. The device functioned at p-6 at 3.6l/min the post-procedure outcome is unknown. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: b5. Narrative updated. D1. Brand name updated. D4. Catalog number updated. H6. Med dev prob code a01 changed to a24.

Event description:
Clinical narrative (updated): an impella 5.5 device was inserted into the right axillary artery in a 57-year-old male patient presenting with cardiomyopathy, with a pre-support clinical condition consistent with scai shock stage c. The patient¿s comorbidities were unknown. While the patient was in the intensive care unit, hematuria was observed. In response, the impella performance level was gradually weaned down, and an echocardiogram was obtained to assess device position and hemodynamics. Following these interventions, the hematuria resolved. The impella 5.5 subsequently functioned stably at performance level p-6, delivering approximately 3.6 l/min of flow. The patient remained hemodynamically stable and survived to explant. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiomyopathy and critical clinical condition.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the patient was successfully bridged to left ventricular assist device (lvad) and the hematuria was resolved.